Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in allegation of high co2 delivery. There was no patient involvement.

Manufacturer narrative:
This supplemental MDR #2 for 2112667-2025-04553 is being filed to correct block g6 manufacturer type of report for supplemental MDR #1 for 2112667-2025-04553 which erroneously indicated 5-day MDR.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The absorber was replaced to resolve the issue.